Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted less than five years post implant as it had migrated up and was causing the patient pain. A smaller ICD was successfully implanted. Besides intervention, no other adverse patient effects were reported. Since this ICD was explanted during the covid-19 lockdown without boston scientific support, it is not expected to be returned for analysis.

Manufacturer narrative:
This device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted less than five years post implant as it had migrated up and was causing the patient pain. A smaller ICD was successfully implanted. Besides intervention, no other adverse patient effects were reported. Since this ICD was explanted during the covid-19 lockdown without boston scientific support, it is not expected to be returned for analysis.